Event description:
It was reported to boston scientific that on (B) (6) 2010, an 80cm two port through the peg jejunal feeding tube (j-tube) was placed for the purpose of administering medication for advanced stage parkinson's disease.according to the complainant, post procedure on (B) (6) 2010, the jejunal feeding tube became kinked. To remove the kink, the physician detached and rinsed the tube. The procedure was completed with this device.the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (6). (B) (4). Procedure to remove j-tube kink. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).